Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant procedure, right ventricular (rv) lead oversensing was observed, along with high short interval counts (sic) and non-sustained ventricular tachycardia (nsvt). It was noted there was a suspected lead fracture, in addition to the possibility of a connection problem between the lead and the patient's tissue or that the rv lead was in the wrong place in the right ventricle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.